Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2004. About two months later, it was reported the pt discovered leaking. The leak occurred at the skin site distal to the suture wing. The PICC line was replaced.